Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2021 for the treatment of anal hemorrhagic internal hemorrhoids. During the procedure, after setting up the device, when the physician attempted to perform band ligation, the device could not deploy the bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on january 14, 2022*** it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was observed that the trip wire was not secured in the handle slot and the slack was not correctly taken up. It was found that the ligator head had a portion of the adapter ring that detached. Additionally, the ligator head was returned with five bands attached; however, some bands were moved from their original positions while one band was broken and was caught under the other bands. It was also noted that the ligator head teeth were damaged/bent. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally, as per the device condition, the slack was not removed properly. Not securing the trip wire in the handle slot could have caused the wire to slip through the handle assembly leading to an inaccurate deployment of bands and more tension on the device. The extra tension on the device can cause the ligator head teeth to bend. Therefore, taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation procedure performed on (B)(6) 2021 for the treatment of anal hemorrhagic internal hemorrhoids. During the procedure, after setting up the device, when the physician attempted to perform band ligation, the device could not deploy the bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.